Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of "machine burning and has smoke while working" with their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter cap was cleaned and adjusted to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from the prior six months of the open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the smoke/haze issue is the oil mist filter cap. The field service engineer cleaned and adjusted the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).